Manufacturer narrative:
(B)(4). Date sent to FDA: 01/28/2021. Additional information was requested and the following was obtained: pt age ¿ 48y; wt ¿ 71kg; bmi 26. Date of procedure: (B)(6) 2008. Name of procedure: ¿tvt-o¿ tension-free vaginal tape obturator diagnosis and indication: urodynamic stress incontinence; failed physiotherapy current symptoms ¿ lower abdominal discomfort; superficial dyspareunia ¿ worse in particular positions; pain experienced by partner on intercourse; anorgasmia onset date: (B)(6) 2020 - six (6) months prior to hospital review hypothyroidism on levothyroxine 100mcg/d; hiatus hernia ¿ on esomeprazole exposed mesh on examination ¿ mid-urethral point and to the right of this ¿ with localised focal pain; stage 2 cystocoele. Pain and discomfort most probably resulting from mesh exposure. Approach to index procedure: from surgical notes ¿ vaginal approach (tvt-o). Any concurrent procedure/device implantation? No. Were there any intra-operative complications? No. Onset date/time of pain from surgery: 12 years. When was the mesh exposure first noticed by a physician? (B)(6) 2020. Mesh exposure symptoms and diagnostic confirmation? (B)(6) 2020. Describe any medical/surgical intervention for exposure including dates and surgical findings: further to mdt review, patient referred to hospital (tertiary unit) for take- over of care. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Date sent to FDA: 01/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Onset date/time of the pain from surgery. When was the mesh exposure first noted by a physician? Mesh exposure symptoms and diagnostic confirmation? Describe any medical/surgical intervention for exposure including dates and surgical findings. What is the patient's current status? A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. On (B)(6) 2020, examination showed mesh exposure at the mid-urethra. The patient was referred to an outpatient clinic with pain and prolapse. Additional information has been requested.